Manufacturer narrative:
Age/date of birth: unknown. Date of event: unknown. Phone: (B)(6). The lot number was provided for the kit. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a consumer complained about the quality of the oxysept container as it started to get moldy after a few days. The consumer uses the container, and the care product correctly and lets it dry well during the day. The consumer provided that the issue is reoccurring with different containers and solutions. The consumer has been using the product for many years, and has been struggling with this issue since (B)(6) 2020. There was no patient injury. No further information was provided.

Manufacturer narrative:
Additional information device evaluation: no product evaluation was performed as the consumer provided that product was not available for return. Manufacturing record review: reported lot number ze07059 was a kit lot and it was packaged on sep 2019. Its filling lot ze06750 and compounding lot ze06749 were manufactured on sep 2019. The records for production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. A labeling review was conducted, the direction for use of the reported product was reviewed. The review concluded that the customer was provided with adequate usage instructions, no labeling change was required. There was no non-conformance related to this complaint. In conclusion, reported lot was deemed acceptable for release per material and products releasing management. Complaint data was reviewed for the previous 12 months by the reported lot number: ze07059; search result: only the objective complaint was reported in previous 12 months. No product defect was identified. Conclusion: based on the manufacturing record review and historical complaint review, there is no indication of a malfunction or product quality deficiency. No escalation is required. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. At the time of this report has been submitted.